Manufacturer narrative:
Continuation from d10: product ID: afapro28 product type: balloon catheter; product ID: 2ach20 product type: mapping catheter; product ID: other manufacturer product type: radiofrequency (rf) catheter this information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/63 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: cryoballoon pulmonary vein isolation with versus without additional right atrial linear ablation for persistent atrial fibrillation: the cralal randomized clinical trial. Circulation: arrhythmia and electrophysiology. Pacing and clinical electrophysiology. 2025. 40-51. Doi: 10.1161/circep.124.013408 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding cryoballoon pulmonary vein (pv) isolation with verses without additional right atrial linear ablation for persistent atrial fibrillation (af). There were patients who experienced incomplete right inferior pulmonary vein (ripv) isolation due to loss of phrenic nerve capture, right phrenic nerve injury, cardiac tamponade, recurrence of atrial fibrillation/tachycardia/flutter that required antiarrhythmic drugs after the 3 month blanking period, cardioversion, or a redo ablation. The status of the devices is unknown but has been requested. No additional adverse patient effects or product performance issues were reported.